Event description:
It was reported that a product complaint was received from oslo university hospital regarding leakage from arctic sun neonatal pads. At the pediatric intensive care unit, in the last part of the summer the customer had a slightly greater consumption of the neonatal pads, as they had two long-term patients in need of normothermia and where they could not reach the goal with only ice packs. In addition, they tried to avoid extra stimuli for these children, such as removing pads with glue (small, universal or extra small) by methods like defecation oppover whole or just normal skin inspection, as all stimuli trigger convulsions. In the same period, they had experienced gel leakage and water leakage from 3 neonatal pads (pcn# 318-02-02 and pcn# 318-02-02). Also experienced leak from an extra small pad during this period (pcn# 317-03-02). All the leaks were on the pads themselves, so that both child and bed got very wet. Per follow-up information received from ibc on 23aug2023, stated that all the samples are used, and the leakage happened during use for all of them. The complaints includes 3 neonatal pads and one set an extra small pads. Neither of them were contaminated with blood, infections or cytotoxic medication. There were no other direct impacts for the patients except that these patients were seriously vulnerable for any disturbance. Changing the pads was therefore an unfortunately procedure for both of the children. Per sample evaluation results received on 12oct2023, stated that two kinks in the pad tubing were found during sample evaluation. Per investigation findings on 16oct2023, stated that two kinks in the pad tubing observed in sample evaluation.

Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be determined, however a potential root cause is incorrect liner or hydrogel tension during manufacturing, causing wrinkles in hydrogel. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "per the IFU: " do not remove the fabric release liner of the neonatal arcticgel¿ pad and expose the hydrogel. Do not place the neonatal arcticgel¿ pad hydrogel on immature (non-keratinized) skin or premature babies. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a product complaint was received from oslo university hospital regarding leakage from arctic sun neonatal pads. At the pediatric intensive care unit, in the last part of the summer the customer had a slightly greater consumption of the neonatal pads, as they had two long-term patients in need of normothermia and where they could not reach the goal with only ice packs. In addition, they tried to avoid extra stimuli for these children, such as removing pads with glue (small, universal or extra small) by methods like defecation oppover whole or just normal skin inspection, as all stimuli trigger convulsions. In the same period, they had experienced gel leakage and water leakage from 3 neonatal pads (pcn# (B)(4). And pcn# (B)(4)). Also experienced leak from an extra small pad during this period (pcn# (B)(4)). All the leaks were on the pads themselves, so that both child and bed got very wet. Per follow-up information received from ibc on 23aug2023, stated that all the samples are used, and the leakage happened during use for all of them. The complaints includes 3 neonatal pads and one set an extra small pads. Neither of them were contaminated with blood, infections or cytotoxic medication. There were no other direct impacts for the patients except that these patients were seriously vulnerable for any disturbance. Changing the pads was therefore an unfortunately procedure for both of the children.